Event description:
Medtronic received a report that a pipeline did not open at the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 10 mm and a 5 mm neck dia meter. It was noted the landing zone was 4.2 m distally and 5 mm proximally. The vessel tortuosity was moderate and dapt (dual antiplatelet treatment) was administered. It was reported that after normal hydration, the p27 microcatheter was used to deliver the stent to the straight segment of m1. Attempts were made to open the stent's distal end, but neither removing the microcatheter nor advancing the delivery push wire improved the opening of the stent's distal end. Subsequently, the stent was removed again and another attempt was made to open it, but the distal end still did not open properly. Under fluoroscopy, the stent's distal end appeared to have a hooked shape. The stent was removed, and a new ped-475-20 stent was used, successfully completing the procedure. The pipeline and accessories was prepped as indicated by the IFU. No patient complications were associated with this event. Ancillary devices include a navien,rfx058-115-08 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3: product analysis: as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal ends of the braid were found opened and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of failure to open at the distal end was not confirmed as the distal end of the braid was open and frayed. The cause of failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in a vessel bend, which rules them out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline had not been placed in a vessel bend when it failed to open. Additional steps were taken to address the issue, including re-retrieving and reopening the device. When the stent was removed, it appeared to have a hooked shape, meaning one wire was hanging down at the tip. The cause of the failure to open was not determined.